Event description:
It was reported that there were concerns of a premature battery depletion. Data analysis was performed, and confirmed that the power consumption is increasing in a gradual fashion. A boston scientific technical services (ts) consultant recommended device replacement. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that there were concerns of a premature battery depletion. Data analysis was performed, and confirmed that the power consumption was increasing in a gradual fashion. A boston scientific technical services (ts) consultant recommended device replacement. Subsequently the s-ICD device was explanted and replaced. No additional patient adverse effects were reported. The device is not expected to return for analysis.